Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges pain, weakness and increased metallic ions in the blood. Update 2/1/16: pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported physical and emotional pain and suffering, weight gain and inability to exercise. The revision surgical note dated (B)(6) 2014 reported patient was revised for infection, continuous pain, and during surgery patient lost 1800ml of blood, a rush of cloudy grayish-yellow fluid when joint entered, notable amount of brownish almost metallosis around the proximal sleeve and the hip to be fairly unstable. All components were removed, then depuy components with antibiotic cement/spacer were placed as a temporary measure to treat infection in the first step of a two step process. The patient was implanted with permanent competitor products during second step of process on (B)(6) 2014. Sleeve, cup, and 2 screws added to complaint but not reported for the infection because infection was 4 yrs and 3 months after primary. Update ad 27 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, sticker sheets, and implant records. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Correction: h6(patient).